Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "spill at header of disc." No pt/operator injury associated.

Manufacturer narrative:
The device was evaluated and evidence of fluid ingress was noted. Damage to electrical components was noted and the top deck distribution board, power supply, controller pcb, ccd pcb, ac line filter, and centrifuge were replaced. The device was upgraded and is ready for use. Haemonetics (B)(4).